Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was having issues with her sensor glucose readings. It kept saying she was low when she was not. Customer's blood glucose level was 413 mg/dl. Customer's sensor glucose reading was 68 mg/dl but her blood glucose level was 271 mg/dl. Her sensor and blood glucose readings were not within an acceptable range. The insulin pump went into threshold suspend. The device was not returned.